Manufacturer narrative:
The device alarmed motor error alarm during the basic occlusion test due to loose and protruded drive support disk. Unable to confirm prime and fill anomaly due to motor error alarm. No moisture damage on electronics and motor assembly noted. The insulin pump was received with corroded battery tube noted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that their insulin pump had prime rewind anomaly and they had experienced high blood glucose level. The blood glucose level was 450 mg/dl. The high blood glucose was treated with the manual injection because the customer was off the insulin pump. The customer reported that insulin is squirting out during the manual prime process. The customer stated that they are unable to exit the preparing to prime loop. The customer was unable to troubleshoot because the customer was off the insulin pump. The insulin pump will be returned for analysis.